Event description:
It was reported there was positioning/fixing difficulties, high thresholds, and dislodgement. The lead was partially explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment returned and analyzed.